Event description:
It was reported that the customer was hospitalized for low blood glucose levels. No blood glucose values were reported. It was reported that the customer refilled an old reservoir and reconnected it to the infusion set. Then without rewinding the pump, she inserted the reservoir into the insulin pump, thus pushing all the insulin into her body. The insulin pump passed the displacement test. No other troubleshooting was done due to nurse not having supplies. No other information was provided.

Manufacturer narrative:
The insulin pump alarmed no delivery outside the specific range during the occlusion tests. The insulin pump passed the displacement test, basic occlusion, prime and excessive no delivery alarm tests.